Event description:
Report received from (B)(6) stating "doesn't enter the incision. No pt impact. The pack was changed."

Manufacturer narrative:
The product has been requested for evaluation however, it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.